Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 154mg/dl at the time of incident. Troubleshooting found that the display screen flashes, blinks and alarms during normal use. Customer also indicated that the pump does not respond to new batteries. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with cracked select button keypad overlay and minor scratches on lcd window.